Manufacturer narrative:
This report is a response to uf report # (B)(4) which was received by amt from the FDA on 02/01/2021. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt confirmed with the device referenced in the report is not available for return. Since the device was not returned, a visual and functional evaluation could not be performed and device failure cannot be confirmed at this time. No lot number information was available so a device history review could not be completed for the related lot. The complaint information has been logged into our complaint database for trending purposes. Complaint # (B)(4) was assigned to this report.

Event description:
Per the original reporter's complaint in report reference #: (B)(4): "describe the event or problem: patient's mother said she inserted the button, filled the balloon with water as she normally does. On the night she noticed the button was loose, so she took the water of the balloon and refilled it again. The next morning, the button was almost completely out and she took it out and replaced it with her back up. The balloon looked disintegrated, about half of it was missing. What was the original intended procedure? : the balloon should be intact and the button keeps it in place."